Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg was relocated to address discomfort at the ipg site. Surgical intervention resolved the patient's issue. The date of surgical intervention is unknown.